Manufacturer narrative:
Additional information: according to the received information, a portion of the active electrode lead extruded into the ear canal. The recipient has an extensive history of middle ear surgeries, including an ear canal closure, which might have contributed to the current event. Imaging confirmed that the electrode array is still in the cochlea. Also, four electrode channels have been switched off because of high impedance, which could be caused by minute device mobility following the electrode lead extrusion; however, to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, 2 channels have been disabled due to non-auditory perception (facial stimulation) which is a known possible side effect of cochlear implantation. The device remains implanted and in use, the recipient will be regularly monitored.

Event description:
On the 29th august 2020 the electrode could be seen in the middle ear space. The user was seen for programming as reportedly things were not sounding like they previously had. It is thought that the device moved into the middle ear some time between june and august 2020, as at appointment in june 2020 the user had normal findings via in situ measurements, programming and aided detection. Before this problem the user had excellent audibility with the device. The user was seen on the 23rd october 2020 and reported good access to sound. Objective testing confirmed performance was maintained after the remapping. The user will be monitored every 3 months to check for fluctuations in hearing performance. Revision surgery is being considered but has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen on the (B)(6) for a follow-up at the appointment the electrode could be seen in the middle ear space.